Event description:
It was reported the pt is experiencing soreness and discomfort at her scs ipg pocket site when she presses against anything. F/u is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.